Event description:
It was reported that the patient had been hospitalized due to hypoglycemia. The patient's blood glucose (bg) levels dropped to 42 mg/dl while wearing the pod on the abdomen resulting in the paramedics being called. The paramedics treated the patient with glucose. The following night while wearing the same pod, the patient's bg levels dropped to 33 mg/dl which resulted in the paramedics being called again and the patient being transported to the hospital. Symptoms reported include being nonresponsive and having difficulties speaking and moving. During the hospitalization, the patient had blood work done, given fluids via intravenous and had their bg levels monitored.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.